Event description:
Registered nurse enterostomal therapist (rnet) applied stomahesvie paste around a ureterostomy and applied a sur-fit stomahesvie wafer and pouch over the stoma. After 8-10 hrs, the pt's caregiver (daughter) noticed no urine in the pouch and brought the pt to the hosp, where a catheterization yielded 350 cc of urine. Catheter removed (reason unknown) and pt given percutaneous nephrostomy. Ureterostomy soon after became and pt discharged home.